Manufacturer narrative:
Date sent to FDA: 07/16/2007. Conclusion: no conclusion can be drawn a ths time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that an obese patient with an undefined bleeding disorder underwent a sling procedure in 2007. The surgeon reported that while he aimed to carry out a 'u' placement, he believes that his dissection may have been more directed in between the 'u' approach and the hammock approach. Upon finishing the dissection and placing the inserters, there was brisk venous bleeding from both sides. The surgeon opines that a venous laceration occurred with the inserters. Ultimately, the sling was removed, foleys were placed into the dissections on either side for compression, and were then later removed. Bleeding continued so the incision was extended and the areas over sewn. At that point the patient was dry. Packing was placed and the patient was sent to the recovery room. The patient has lost approximately 1200 cc of blood, but is currently stable and has not been transfused. The patient's hemoglobin dropped from 12 to 8.5.